Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4)

Event description:
This lead was just barely long enough for the patient (due to anatomy) and the physician tried several times to reposition it with different stylets. Finally the physician asked for a new lead and a long safe sheath and was able to replace this lead successfully. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.